Event description:
Procedure was a stent of the right renal via right common femoral access. The purpose was to treat a possible renal artery stenosis of the transplanted kidney which is now failing. The visi-pro device was prepped and inserted through a 6 french sheath over a .035" wire. The physician decided that the stent was too long and decided to remove it. The stent came loose from the balloon, but was still over the wire. The visi-pro was then grasped with endocardial biopsy forceps to withdraw over the wire into the sheath. The physician tried to pull the visi-pro back through the sheath with the forceps and then tried to snare the visi-pro. The physician decided to do a cut down because the sheath had come back and the stent was not in the tissue track, but stuck in the wall of the vessel. After the stent was removed the physician upsized the sheath and deployed a different balloon expandable stent across the stenosis. The physician then closed the incision.

Manufacturer narrative:
A review of the manufacture records was conducted and no discrepancies relevant to the reported event were noted. Additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted.